Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause for the reported foreign material events could not be identified. Based on the results of the investigation, the most probable cause was also not established. The events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the airwater tube, cylinder, and the jet tube. There was no patient involvement.